Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that pairing failed occurred. The date of the event is an approximation. On (B)(6) 2026, the patient reported being hospitalized for diabetic ketoacidosis (dka), which he attributed to the sensor not being connected to his omnipod insulin pump. The call was disconnected before additional details could be obtained, and no further information was provided regarding the nature of the pairing issue, patient symptoms, treatment received, or duration of hospitalization. Attempts to re-contact the patient to obtain additional event details were unsuccessful. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that no readings/ sensor error/ brief sensor issue occurred. The date of the event is an approximation. On 06/02/2026, the patient reported experiencing intermittent brief sensor errors, with increasing frequency over time. The patient stated that this issue ultimately resulted in hospitalization for diabetic ketoacidosis (dka). At the time of the event, the patient was also using a beta bionics ilet insulin pump. No additional event details were obtained, as the call was disconnected. Information regarding patient symptoms, treatments received, and duration of hospitalization was not provided. Attempts to re-contact the patient to obtain further information were unsuccessful, and no additional patient or event details are available. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.